Event description:
It was reported that the operator was allegedly unable to get the legs of the cot to lower. Due to having to hold the cot and patient the user tore their bicep requiring medical intervention. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported in regards to the patient.